Manufacturer narrative:
Device was received with pump error 25 alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown. Customer stated that power error detected alarm was recurred within a week of troubleshooting previous occurrence. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated insulin pump had not been exposed to temperatures below 41° f. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.